Event description:
The event involved a tego¿ connector where the customer reported that the transparent plastic valve of a tego cap that is used on dialysis catheters was split on the side. When it was connected to the patient, it created an excess of pressure on the arterial line. After noticing this issue; the cap was removed, and dialysis therapy continued without further incident. There was patient involvement, but no adverse outcome was reported as a consequence of this event.

Manufacturer narrative:
Two (2) photos were shared by the customer, where the seal of the tego is observed to be collapsed, no additional damage or anomalies can be observed on the photos. One (1) used. List #d1000, tego¿ was returned for evaluation. As received, the seal of the tego was observed to be twisted and part of the seal was torn. No mating device was returned for evaluation. Complaint of plastic valve split can be confirmed. The probable cause is typically due to off-center entry. According to the dfu statement - attach the administration device or syringe by pushing straight into tego access device for infusion. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.